Event description:
Information received indicates the casters will roll and swivel after the brake is set.

Manufacturer narrative:
The technician found both connecting rods for the head and the foot casters were broken. The technician replaced the brake/steer mechanisms with an upgrade kit and the brake casters to repair the stretcher.